Event description:
Note: this report pertains to the first of two events that occurred during the same procedure. Refer to associated MFR report 3005099803-2008-04963 for a description of the second event. It was reported to boston scientific corp in 2008, that a resolution clip device was used one month prior. According to the complainant, during the procedure, the physician experienced difficulty advancing the clip out of the sheath. The physician attempted to complete the procedure with a second resolution clip device.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device eval cannot be performed; the cause of the reported malfunction is undetermined.